Event description:
It was reported that a device kink occurred. A left atrial appendage(laa) closure procedure was performed. When trying to implant the watchman flx laa closure device in the laa, the watchman fxd double curve access system kinked at the inter atrial septum. The closure device was recaptured and the delivery system and access system were removed and replaced to complete the procedure. No patient complications occurred.